Manufacturer narrative:
Submit date: 10/27/2015. A review of the information in the complaint file indicates this investigation was performed by a medtronic technical center. This report will be based on information provided by the technical center. The unit was triaged and the complaint was confirmed. The cause of the failure was due to a damaged power cord. The power cord was found damaged with exposed copper wires. The root cause of the power cord failure can be attributed to rough handling. Power cords periodically require replacement due to age, usage and user damage. The power cord was replaced to correct the problem. The unit was then fully tested; unit passed all testing. Product scd 700 compression system was manufactured in 2011. A review of the device history record shows this device was released meeting all manufacturing specifications.

Event description:
It was report to covidien on (B)(6) 2015 that the customer stated the unit had no ac power and no leds lighted. The unit was returned to a local covidien service center. Upon triage on (B)(6) 2015 the service tech found the unit had a damaged power cord with exposed copper wires.

Manufacturer narrative:
(B)(4). A review of the information in the complaint file indicates this investigation was performed by a medtronic technical center. Therefore, this report will be based on information provided by the technical center. The unit was triaged and the complaint was confirmed. The cause of the failure was due to a damaged power cord. The power cord was found damaged with exposed copper wires. The root cause of the power cord failure can be attributed to rough handling. Power cords periodically require replacement due to age, usage and user damage. The power cord was replaced to correct the problem. The unit was then fully tested; unit passed all testing. Product scd 700 compression system was manufactured in 2011. A review of the device history record shows this device was released meeting all manufacturing specifications.